Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving 60 mcg/ml baclofen at 10.997 mcg/day, and 3 mg/ml morphine at 0.5498 mg/day via an implantable infusion pump for lumbar radiculopathy and spinal pain. It was reported that the last couple of weeks the patient had experienced "twitching and jerking-like seizure activity" which began on (B)(6) 2017 and occurred again on (B)(6) 2017 and (B)(6) 2017. It was stated the patient's family believe it was withdrawal symptoms from a suspected issue with the drug infusion system. On (B)(6) 2017 a catheter dye study and roller study were performed and everything was normal. The catheter was aspirated easily and there was no issue with the (B)(6) study. It was stated that the patient's pump logs were normal. On (B)(6) 2017 the patient's dose was decreased for a move from (B)(6) and the dose hadn't been changed since the decrease. On (B)(6) 2017 the patient was at the emergency department for heart attack symptoms. The patient's heart stopped/cardiac arrest and external defibrillation occurred. The pump was checked after that and everything was normal. It was stated the patient was prescribed "a ton of new meds including blood pressure meds" due to the heart attack. The patient's personal therapy manager was working ads intended with no issues. It was stated a pump refill was supposed to occur on (B)(6) 2017 but the patient was in the hospital and pentech would refill the pump after the patient went home. It was stated the healthcare provider would observe the patient for 2 more days in the hospital. The patient's low reservoir alarm date was (B)(6) 2017. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient could not find anyone to fill her pump. The patient had missed a couple appointments, so her doctor would not see her any longer. It was also noted that the patient moved to another state. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had a heart attack in (B)(6) 2017. The patient moved to (B)(6) and had been desperately trying to find a new healthcare professional (hcp) for her pump. The patient had a hcp in (B)(6) who she saw in (B)(6) 2017 and moved to (B)(6). The patient was so sick with her heart and could not make the appointments back and forth. The hcp dropped her after the patient had an open heart surgery 6 weeks ago. The patient had been trying for weeks to find a new hcp. The patient's pump was to go out on (B)(6) 2018.

Manufacturer narrative:
Patient codes (B)(4) are no longer applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 05-apr-2018 from saol therapeutics who reported that the patient¿s pump managing physician had no additional information to provide regarding the patient's previously reported events of "heart attack with cardiac arrest, twitching and jerking-like seizure activity, or open heart surgery (so sick with her heart)¿. The pump managing physician also noted that these events were not related to baclofen or the pump. No further complications have been reported as a result of this event.